Manufacturer narrative:
Product analysis: visual inspection on the introducer sheath exhibited no noticeable defects. The broken dilator tubing was engaged to the sheath and the remaining small part of the tubing was still engaged to the hub. The dilator tubing was broken at the edge of the hub. Actual physical measurements for outer and inner diameter of the dilator met specification indicating wall thickness is not a contributor to the event. Actual physical measurement of the introducer sheaths met specifications.

Event description:
The physician intended to use an intrakit device. No damage was noted to the packaging. The device was removed from packaging per IFU with no issues. The device was prepped per IFU with no issues. The device was properly hydrated. Event through the sheath had been properly hydrated , the consultant found it difficult to insert dilator and sheath into the radial artery. Excessive force was used during insertion. When the consultant bent the dilator at the 30 degree angle and removed the dilator from the sheath, the dilator hub broke off and left the dilator inside the sheath. The sheath had to be removed and replaced with a competitor sheath. No injury caused to patient.